Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted a "chirping sound" from the controller when changing power sources on the black lead. The chirping occurred when the patient was on all power sources including battery clips, the mobile power unit (mpu), and patient cable while in clinic. No bent pins were noted and no visible wear was seen on the lead. The chirp was very brief. The patient was asymptomatic. Upon interrogation, the use of the emergency backup battery (ebb) had increased dramatically since the patient's last clinic visit in (B)(6) 2023. The patient did not have a history of ebb use or any habits that may indicate the increase was patient related. Log files revealed random backup battery fault alarms starting on (B)(6) 2023. The controller was exchanged and the issue resolved.

Event description:
It was reported that the chirping sound was a known complication of the controller software version.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of chirping sounds while changing power sources was confirmed to be a backup battery fault alarm via the submitted log file. A review of the submitted controller event log file spanned approximately 5 days ((B)(6) 2023 per time stamp). Throughout the log file when the black power cable was disconnected, a backup battery fault alarm intermittently activated due to a test circuit fault. The alarm resolved each time after the power cable was reconnected. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was returned for analysis and found to have a bent pin 11 in the backup battery. When disconnecting the black power cable, the backup battery fault alarm was reproduced. The pin was straightened to continue with testing. The controller was then functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The provided information indicated that exchanging the system controller resolved the alarms. The root cause for the reported event was due to a bent pin in the backup battery. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the backup battery pins. Heartmate 3 instructions for use section 5-¿surgical procedures¿ states to ¿align the arrow on the ribbon cable with the arrow on the backup battery and then insert the cable into the battery socket.¿ heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.